Event description:
Same case as MFR ID # 2134265-2013-01984, 2134265-2013-02082. It was reported that during a intervention procedure, a wire break and detachment occurred. The target lesion was moderately tortuous and moderately calcified lesion below the knee (btk). As the v-14 control wire was advanced to the target lesion the tip of the wire broke and detached. This occurred with three different v-14 wires. Two of the detached wire tips were removed with a snare device, the third detached tip was trapped with a stent implant. The procedure was completed with a v-18 wire. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR ID # 2134265-2013-01984, 2134265-2013-02082. It was reported that during a intervention procedure, a wire break and detachment occurred. The target lesion was moderately tortuous and moderately calcified lesion below the knee (btk). As the v-14 control wire was advanced to the target lesion the tip of the wire broke and detached. This occurred with three different v-14 wires. Two of the detached wire tips were removed with a snare device, the third detached tip was trapped with a stent implant. The procedure was completed with a v-18 wire. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual inspection revealed that the device is severely kinked along the body and the distal tip peeling at 1.6cm from the distal end to distal end. Dimensional measurements were all within device specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-01984, 2134265-2013-02082. It was reported that during a intervention procedure, a wire break and detachment occurred. The target lesion was moderately tortuous and moderately calcified lesion below the knee (btk). As the v-14 control wire was advanced to the target lesion the tip of the wire broke and detached. This occurred with three different v-14 wires. Two of the detached wire tips were removed with a snare device, the third detached tip was trapped with a stent implant. The procedure was completed with a v-18 wire. No additional patient complications were reported and the patient status is stable.